Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where the customer reported that there was a filter line leak. There was unknown patient involvement, and unknown patient harm, however this incident led to staff exposure to chemotherapy.

Manufacturer narrative:
The device has been discarded and is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.